Event description:
It was reported that tip detachment has occurred. During an endovascular treatment (evt), an atlantis¿ 018 imaging catheter was used to visualize the moderately calcified and 75%-90% stenosed superficial femoral artery. Vascular access was obtained with ipsilateral antegrade approach. After a non bsc guidewire crossed the lesion, intravascular ultrasound (ivus) was performed. Pre dilatation was performed and a stent was deployed. Upon reinsertion of the device, resistance was encountered. The device was removed from the patient and it was noticed that the distal tip of the device was detached. The detached tip was removed from the patient by pulling back a guidewire. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Updated: device evaluated by manufacturer, evaluation summary attached, method codes, result codes and conclusion codes. Device evaluated by manufacturer: the complaint device was received for evaluation. Device analysis revealed that the distal tip was detached at 104.7cm from the femoral marker to the distal end of the catheter and was observed that both sections are damaged (stretched and twisted). The device has damage at the guidewire exit port. A good unit wave form during impedance testing. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment has occurred. During an endovascular treatment (evt), an atlantis 018 imaging catheter was used to visualize the moderately calcified and 75%-90% stenosed superficial femoral artery. Vascular access was obtained with ipsilateral antegrade approach. After a non bsc guidewire crossed the lesion, intravascular ultrasound (ivus) was performed. Pre dilatation was performed and a stent was deployed. Upon reinsertion of the device, resistance was encountered. The device was removed from the patient and it was noticed that the distal tip of the device was detached. The detached tip was removed from the patient by pulling back a guidewire. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).